Event description:
It was reported that patient letter stated that on (B)(6) 2018 he had a robotic prostatectomy removal, due to an aggressive high risk cancer. After four months he started 39 days of adjuvant radiation. Between the radiation and the removal of his prostate, patient experienced incontinence. After about a month, he talked to his physician about the artificial urinary sphincter (aus). He was implanted with an aus on (B)(6) 2019. He waited eight weeks to heal and went in to activate the system. After many painful attempts, the doctors could not get the system to activate. Patient states this was greatly disappointing and very painful. On (B)(6) 2019 he was scoped and was told the aus was defective. Surgery was planned, but patient became sick with flu-like symptoms and put off the surgery for removal. On (B)(6) 2020 patient underwent a replacement procedure of his defective device. Patient is writing to boston scientific to inform that there should be better communication and that the device be properly built. Patient states if he would have known that the device had not been thoroughly tested, he would not have gone through all the surgeries and all the pain. A lot of his friends and family have told patient to sue, he does not want to sue anybody. Patient would like a response that boston scientific have acknowledged his letter. Lots of money was spent, a lot of tears flowed and a lot of pain suffered. Patient does not want anyone else to go through this. Also, patient incontinence has gotten to a point where I do not feel confident enough to leave my home. Patient state is a shame that anyone has to go through this.